Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the surgeon requested an endo gia ultra with black 60 reload. During the first firing of the stapler, the ultra handle cracked and locked. As a result, the black reload could only be partially fired. The staple line was not fully formed and a reload could only be partially opened following the firing. A second ultra standard handle was opened and reloaded with additional black reloads. No further complications noted. The partially formed staple line required the surgeon to fire an additional reload closer to the pylorus. Surgeon fired additional reload closer to the pylorus thus incorporating the partially formed staple line in the remnant stomach which was removed as a specimen. Current pt status: ok.

Manufacturer narrative:
(B)(4).